Event description:
Updated description summary : customer's mother reported that on june 25, 2024 sensor glucose was 3.4mmol/l while the blood glucose was 3.5mmol/l and the pump was still delivering insulin. Customer had a low blood glucose and ambulance was called at 4am and customer was taken to the emergency room. There was no hospitalization. Customer was treated with juice. Pump passed self-test. Smartguard was used. Reservoir is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and possible over delivery anomaly. The customer reported blood glucose value of 3.5 mmol/l and was treated with ems/ambulance/ER visit, hospitalization: overnight stay, glucose/carb intake. Troubleshooting was performed. The event involved product(s) mmt-332a. Customer has been using the insulin pump system within 48hrs of reported low bg event. No further patient complications were reported. No product return is required for mmt-332a.